Event description:
The user's hearing performance with the device is affected. Reportedly the user's performance has been decreasing since the end of summer 2021. The decrease in hearing performance with the device was gradual. The user did not mention any trauma to the head. The user will be seen by the clinic again on (B)(6) 2021 to discuss the next steps.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Reportedly the user's performance has been decreasing since the end of summer 2021. The decrease in hearing performance with the device was gradual. The user did not mention any trauma to the head. According to information received on the (B)(6) 2022 the user wants to try to use the device with having the affected channels deactivated. The user will be monitored.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. In addition one channel migrated post-operatively out of cochlea as confirmed by diagnostic imaging. However, to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the recipient will be monitored by the clinic. The device remains implanted and in use.